Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # kx203, 510k # k101864 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral body fracture and underwent balloon kyphoplasty (bkp) procedure. During surgery, the balloon had burst in the vertebral body at the pressure of 150psi. The procedure was successfully completed with a new product. The product came in contact with the patient. There was no patient complication reported as a result of this event.